Event description:
During an lavh procedure, the flare on the pks cutting forceps detached and fell into the pt. The flare was recovered with no pt harm. Another like device was used to complete the procedure. There were no further incidents or prolonged hospitalization.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.